Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the instrument was found to be missing ball bearings.

Manufacturer narrative:
Visual inspection of the returned device identified that one of the springs and ball bearings was missing. Measured dimensions were conforming to print specifications. This device had an approximate field age of 2 years 10 months, and has been used in an unknown number of surgeries. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the shim. CAPA(B)(4) has identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. This issue has been reported in a recall. This is identified as a design issue. These lots were manufactured before the design change.